Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 473 mg/dl at the time of incident and customer also report the blood glucose was 415 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pump. Customer did not allege pump was under delivering. The customer also state that there was no large bubbles present along the tubing length and insulin exited at the quick release. The customer state that the auto mode feature was active. The insulin pump will not be returned for analysis.